Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic liver resection procedure, obturator got stuck in the cannula during placement of the ports, and due to the issue the seal flip inside out and come out of the abdominal incision. The surgeon then used another device to resolve the issue in order to complete the case. There was no patient injury.